Event description:
On three separate occasions clot developed in sheath. Physician typically flushes with heparin saline. Clots noticed at the end of the case when difficulty in aspiration developed. There was no patient injury. No samples were retained.